Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported by the customer that the unknown gold screw fractured in two pieces.

Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined. Event description was updated due to updated item number. Catalog number updated. The lot number is still unknown. Changed "no" to "yes".

Event description:
It was reported that the abutment screw (iunihg) fractured into two pieces.